Manufacturer narrative:
(B)(4). Other devices used: catalog #unk, unknown zimmer neck, lot #unk, catalog #unk, unknown zimmer liner, lot #unk, catalog #unk, unknown zimmer shell, lot #unk, catalog #unk, unknown zimmer screws, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported patient is experiencing pain after hip replacement and has developed bursitis and tendonitis.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. Insufficient information provided unable to perform a complaint history search. With the information provided a definitive root cause cannot be determined.